Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent biopsy and fulguration of urethral polyp on (B)(6) 2010 due to urethral polyp. No additional information was reported.

Manufacturer narrative:
It was reported that patient underwent placement of autologous fascial sling on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/15/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was also reported that post implantation, the patient experienced pain, erosion, extrusion, dyspareunia, vaginal scarring, urinary problems. It was reported that patient underwent removal/excision of eroded mesh on (B)(6) 2009, (B)(6) 2010 and on (B)(6) /2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent another procedure on (B)(6) 2009 and ams miniarc was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.